Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm approximately 97 months ago. The aortic neck was 23 mm in diameter and had angulation of 20 degrees. It was reported that approximately 1 yr ago, the aortic neck was 4 cm long and had dilated to 33 mm in diameter. This resulted in stent graft migration of 3 cm and a type I endoleak (MFR report # 2953200-2010-01744). The migration was attributed to disease progression and aortic neck dilatation. A 36 mm diameter talent converter stent graft was successfully implanted approximately 1 yr ago to address the migration, followed by a fem-fem bypass. Then, approximately 1 month ago, the presented emergently with a ruptured aneurysm. The converter stent graft (MFR report # 2953200-2011-01418) had migrated down into the aneurysm due to disease progression and aortic neck dilatation, as the aortic neck measured 36 mm in diameter. The physician decided to perform an open repair; however, the pt expired during the procedure.

Manufacturer narrative:
(B)(4). Eval, results: (graft migration, endoleak, death, ruptured aneurysm/vessel). (Disease progression and aortic neck dilatation). Eval, conclusion: (disease progression and aortic neck dilatation).

Event description:
Additional information: investigators assessment states that the patient's death was aneurysm related.